Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was returned from the field without an allegation. During final pack testing prior to reshipment, the device failed the test. The device was routed to guidant's reliability assurance laboratory for analysis.